Event description:
A report was received that a pt was explanted. The patient reported that the ipg was bothersome, as it was in an uncomfortable position. The device was working properly. The pt is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn at they were discarded by the medical facility. This is the final report.